Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a replace battery now alarm without a low battery alert. The customer reported that the issue happened more than once. The customer reported that they had high blood glucose and saw the insulin pump turned off. The customer's blood glucose was 390 mg/dl at the time of incident. The customer stated that they placed a new battery and the insulin pump turned back on. The insulin pump will be replaced and will be returned for analysis.